Event description:
Canada reported the following event: during a prodisc-c arthroplasty procedure, the surgeon was inserting the prodisc-c implant and a piece of bone broke off the posterior vertebral body, and had to be retrieved. The implant was at the back of the already chiseled keel cut, and the surgeon proceeded to mallet the implant back past that cut. The result was a piece of bone fracturing off the inferior posterior corner of the superior vertebral body. This piece had to be retrieved, delaying the surgery by fifteen to twenty minutes. The surgery was then changed to a fusion procedure intraoperatively. The procedure was completed with no further problem. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was not implanted/explanted. It was discarded by the facility. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.